Event description:
It was reported that the burr became stuck in the lesion. A 1.50mm rotapro was selected for use in a percutaneous coronary intervention and atherectomy procedure of the left anterior descending artery. The target lesion was highly calcified and very tight. The anatomy was not tortuous. During the procedure, the burr became stuck in the lesion, but the device was able to be removed by pulling it back. The procedure was completed with stenting. There were no patient complications reported, and the patient was in stable condition post procedure.